Event description:
Healthcare professional reported a xen®45 gts "slider was stiff and not easy to operate" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Clarification to e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff and not easy to operate" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "after positioning the needle...slider was stiff about half sliding, doctor pushing with force and not easy to operate" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Event description:
No new information.

Manufacturer narrative:
Device analysis: the sample was evaluated. A visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. All expected results were met. A stent was not observed to deploy during the functionality test. Therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. The category/ subcategory of injector - slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.